Manufacturer narrative:
Adverse event reported by (B)(6) old male consumers mother who reported the following on (B)(6) 2015. Pts mother informed that she bought her (B)(6) son aquafresh milk teeth toothbrush about a month ago from (B)(6). Pts mother always brush her son teeth for him first then let him do it afterward while she brushed her teeth so he can copy and learn to do it himself. This morning as we were brushing our teeth he started coughing and choking so obviously she stopped brushing her teeth and took the brush off her son to find lots of the bristles had come out in his mouth. She was quick to get them all out luckily, but she was very shocked that this would happen, like she said the brush was not very old at all. She thinks you may need to recall this product. She was very disappointed with this product and aquafresh, it could had ended a lot worse. This adverse event was associated with a product complaint. Product complaint reference ID was pending.

Event description:
Choking, coughing. Lots of the bristles had come out in his mouth [foreign body in mouth]. Product complaint. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) old male pt who received gsk toothbrush (aquafresh milk teeth toothbrush) toothbrush for product used for unk indication. This case was associated with a product complaint. In 2015, the pt started aquafresh milk teeth toothbrush at an unk dose and frequency. On (B)(6) 2015, an unk time after starting aquafresh milk teeth toothbrush, the pt experienced choking (serious criteria gsk medically significant), coughing and foreign body in mouth. On an unk date, the pt experienced product complaint. The action taken with aquafresh milk teeth toothbrush was unk. On an unk date, the outcome of the choking, coughing, foreign body in mouth and product complaint were not reported. It was unk if the reporter considered the choking, coughing and foreign body in mouth to be related to aquafresh milk teeth toothbrush.

Manufacturer narrative:
The analysis includes visual and microscopic inspection, view of product review. Anchor position, tuft hole filling, cut, filament diameter and end rounding are correct. Tuft retention force is monitored and documented by production control in each shift. Deviations are not documented. The microscopic inspection showed traces of squashes at the filament ends. This damage is obviously caused by biting on the filaments. Individual filaments of a bundle can thus be extracted during the brushing. This is not anxious to avoid by this technology. It is most likely that the toothbrush was manufactured according to current specifications. This complaint is not due to production error.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) male patient who received (B)(4)toothbrush (aquafresh milk teeth toothbrush) toothbrush for product used for unknown indication. This case was associated with a product complaint. In 2015, the patient started aquafresh milk teeth toothbrush at an unknown dose and frequency. On (B)(6) 2015, an unknown time after starting aquafresh milk teeth toothbrush, the patient experienced choking (serious criteria (B)(4) medically significant), coughing and foreign body in mouth. On an unknown date, the patient experienced product complaint. The action taken with aquafresh milk teeth toothbrush was unknown. On an unknown date, the outcome of the choking, coughing, foreign body in mouth and product complaint were not reported. It was unknown if the reporter considered the choking, coughing and foreign body in mouth to be related to aquafresh milk teeth toothbrush. Additional information, adverse event reported by (B)(6) male consumers mother who reported the following on (B)(6) 2015. Patients mother informed that she bought her (B)(6) son aquafresh milk teeth toothbrush about a month ago from boots. Patients mother always brush her son teeth for him first then let him do it afterward while she brushed her teeth so he can copy and learn to do it himself. This morning as we were brushing our teeth he started coughing and choking so obviously she stopped brushing her teeth and took the brush off her son to find lots of the bristles had come out in his mouth. She was quick to get them all out luckily, but she was very shocked that this would happen, like she said the brush was not very old at all. She think you may need to recall this product. She was very disappointed with this product and aquafresh, it could had ended a lot worse. This adverse event was associated with a product complaint. Product complaint reference ID was pending. Qa report received on (B)(4) 2015. Qa results were unsubstantiated. Batch number confirmed as (B)(4)